Event description:
It was reported that during a low anterior resection procedure, contents of bowel were leaking from the anvil shaft when the surgeon left the anvil for a while after purse string. Some of the staples had malformed. Doctor irrigated the surgical area and anastamosed the tissue with another like device. There was no pt consequence.